Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose level was in the 100 mg/dl range at the time of the report. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer had manual injections as alternate insulin therapy.